Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked with power injector at approximately 9:00 am on (B)(6) 2025, a radiology nurse inserted a closed-system intravenous catheter into the patient to prepare for subsequent contrast-enhanced imaging. The packaging was inspected for integrity and expiration date before opening for use. Following insertion, the catheter appeared normal. However, during the examination, when injecting the contrast agent, the nurse observed a continuous drip of a mixture of contrast solution and blood emerging from the heparin cap of the catheter. This rendered the catheter unusable, forcing the examination to be interrupted. The nurse immediately removed the catheter and replaced it with a new one from a different batch. The patient subsequently underwent a repeat contrast-enhanced CT scan. This adverse event resulted in repeated needle insertions for the patient, prolonged exposure to radiation, and an increased risk of infection due to the catheter bleeding.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defect status of the complained sample cannot be identified, and the product of the sku has never been declared to be used for high-pressure injection, the root cause of the leakage at the heparin cap cannot be determined to be related to product quality.

Event description:
No additional information.